Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. The service history review cannot be conducted as a serial number was not provided. A device history record review cannot be conducted as a serial number was not provided. (B)(4). Per the instructions for use, the user is advised that there is an infection hazard for patients and/or users and impairment of product functionality due to reuse. Risk of injury, illness or death due to contamination and/or impaired functionality of the product! Do not reprocess the product. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report #mw5166658 on march 6, 2025. The current complaint database has been researched for this event and there were no findings. The report was found to be written against as-ifs1, airseal ifs, 120v, device. It was stated that the device was being used during a robotic partial nephrectomy on (B)(6) 2024. The report stated, "patient underwent a robotic partial nephrectomy, retroperitoneal approach using airseal, and had extensive subcutaneous tissue necrosis requiring a prolonged hospitalization, return trips to the operating room". There was no report of malfunction of the device. A good faith effort was completed in attempts to gain more information from the author of the medwatch report; however, to date the author has not responded. This report is being raised due to the reported injury of extensive subcutaneous tissue necrosis requiring prolonged hospitalization and return trips to the or. Update: assessment received on march 20, 2025: procedure was 2-3 hours long and there were no alarms by the device but it did cut out intermittently. The patient required extensive debridements. Extended stay in hospital was 3 weeks.

Event description:
This complaint was created due to the receipt of a medwatch report #mw5166658 on march 6, 25. The current complaint database has been researched for this event and there were no findings. The report was found to be written against as-ifs1, airseal ifs, 120v, device. It was stated that the device was being used during a robotic partial nephrectomy on (B)(6) 2024. The report stated, "patient underwent a robotic partial nephrectomy, retroperitoneal approach using airseal, and had extensive subcutaneous tissue necrosis requiring a prolonged hospitalization, return trips to the operating room". There was no report of malfunction of the device. A good faith effort was completed in attempts to gain more information from the author of the medwatch report; however, to date the author has not responded. This report is being raised due to the reported injury of extensive subcutaneous tissue necrosis requiring prolonged hospitalization and return trips to the or. Update: assessment received march 20, 2025: procedure was 2-3 hours long and there were no alarms by the device but it did cut out intermittently. The patient required extensive debridements. Extended stay in hospital was 3 weeks.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.